Manufacturer narrative:
Additional information: it was reported that the surgery continued with the use of fluoroscopy of a different imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The suspect power board was received by the manufacturer, however, evaluation was still in progress at the time of filing this report. No findings are available at this time.

Manufacturer narrative:
Patient information was unavailable from the site. On 7/11/2017 a medtronic representative went to site to test the equipment. Representative reported that the viewing station line power led was on but the image acquisition system (ias) did not indicate battery charging. Troubleshooting the system revealed that the fuses on the viewing station power board were not intact. The power board was replaced and a system checkout was performed after replacing. System passed all tests and is working normally.the suspect power board has been not received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the imaging system was unable to acquire a 3d spin and the battery indicator level displayed one bar. The site did not provide any information on if the system has been plugged to a power source or left unplugged over the weekend. The line power light was lit on the mobile view station (mvs). Surgery was completed with the use of navigation. No impact on patient outcome. No information was provided on delay to procedure.

Manufacturer narrative:
The suspect power board has been received by the manufacturer for evaluation. The reported issue was confirmed as one of fuses was intermittently bad. When the fuse was replaced with a good fuse and installed power board into a system, it charged, communicated and readied as expected.